Event description:
Pt's test strips would not accept blood. Pt attempted to use a different vial, however, it had the same issue. Pt did not have the other lot number. There was no evidence of an adverse event. Customer service representative discussed product discontinuous.